Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load fill tubing sequence no drops were observed out of the infusion set tubing. A supply change was performed resolving the issue. Additionally, it was reported that resistance was experienced with multiple cartridges. Cartridge changes were performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.